Event description:
It was reported that the arctic sun device alarming 64 non-recoverable system error. Powered off and back on. Restarted therapy with no further issues. Charge nurse noted that they did have to change the pads earlier because of leaking and saved the pads for evaluation. Noted to follow up with the tm who can assist with sending in the arctic gel pads for investigation. Per follow up information received via task on 02feb2026, spoke to charge nurse who confirmed pads were still available and device has remained in service.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.